Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and cholecystectomy ('gallbladder removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((3 miscarriages)) in 2015, obesity, seizures, megaloblastic anemia, bipolar depression, gestational diabetes, hernia repair, impulse-control disorder, adhd, gerd, liver failure, hypertension and cervicitis cystic. Previously administered products included for an unreported indication: depo-provera. Concomitant products included allopurinol (elavil), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline since 2017, escitalopram oxalate (lexapro) since 2018, glibenclamide (glyburide) since 2013, guanfacine hydrochloride (tenex) since 2018, omeprazole (prilosec) since 2015, ondansetron since 2018 and ramelteon (rozerem) since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems: anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence") and nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced dizzy spells ("neurological conditions or problems: dizzy spells"). In (B)(6) 2018, the patient experienced teeth brittle ("dental problems teeth became brittle") and tooth fracture ("teeth began breaking"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dizziness ("dizziness"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy and she had surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, cholecystectomy, menorrhagia, vaginal haemorrhage, urinary incontinence, teeth brittle, tooth fracture, dyspareunia, mood swings, dysmenorrhoea, migraine, nausea, dizziness, weight decreased, dizzy spells and abdominal pain outcome was unknown and the fatigue, anxiety and depression was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, cholecystectomy, depression, dizzy spells, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, teeth brittle, tooth fracture, urinary incontinence, vaginal haemorrhage, weight decreased and dizziness to be related to essure. The reporter commented: the previously reported pregnancy episodes in 2015 were captured under case (B)(4) respectively. Insertion detail: the proximal portion of the device was visualized with less than 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event abdominal pain was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and cholecystectomy ('gallbladder removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((3 miscarriages)) in 2015, obesity, seizures, megaloblastic anemia, bipolar depression, gestational diabetes, hernia repair, impulse-control disorder, adhd, gerd, liver failure, hypertension and cervicitis cystic. Previously administered products included for an unreported indication: depo-provera. Concomitant products included allopurinol (elavil), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline since 2017, escitalopram oxalate (lexapro) since 2018, glibenclamide (glyburide) since 2013, guanfacine hydrochloride (tenex) since 2018, omeprazole (prilosec) since 2015, ondansetron since 2018 and ramelteon (rozerem) since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In january 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems: anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence") and nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced dizzy spells ("neurological conditions or problems: dizzy spells"). In (B)(6) 2018, the patient experienced teeth brittle ("dental problems teeth became brittle") and tooth fracture ("teeth began breaking"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dizziness ("dizziness") and back pain ("lower back pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy and she had surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, cholecystectomy, menorrhagia, vaginal haemorrhage, urinary incontinence, teeth brittle, tooth fracture, dyspareunia, mood swings, dysmenorrhoea, migraine, nausea, dizziness, weight decreased and dizzy spells outcome was unknown and the fatigue, anxiety and depression was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, cholecystectomy, depression, dizzy spells, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, teeth brittle, tooth fracture, urinary incontinence, vaginal haemorrhage, weight decreased and dizziness to be related to essure. The reporter commented: the previously reported pregnancy episodes in 2015 were captured under case (B)(4) respectively. Insertion detail: the proximal portion of the device was visualized with less than 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and cholecystectomy ('gallbladder removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((3 miscarriages)) in 2015, obesity, seizures, anemia, bipolar depression, gestational diabetes, hernia repair, impulse-control disorder, adhd, gerd, liver failure, hypertension and cervicitis. Previously administered products included for an unreported indication: depo-provera. Concomitant products included allopurinol (elavil), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline since 2017, escitalopram oxalate (lexapro) since 2018, glibenclamide (glyburide) since 2013, guanfacine hydrochloride (tenex) since 2018, omeprazole (prilosec) since 2015, ondansetron since 2018 and ramelteon (rozerem) since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In ()b)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems: anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence") and nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2017, the patient experienced dizzy spells ("neurological conditions or problems: dizzy spells"). In (B)(6) 2018, the patient experienced teeth brittle ("dental problems teeth became brittle") and tooth fracture ("teeth began breaking"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dizziness ("dizziness") and back pain ("lower back pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy and she had surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, cholecystectomy, menorrhagia, vaginal haemorrhage, urinary incontinence, teeth brittle, tooth fracture, dyspareunia, mood swings, dysmenorrhoea, migraine, nausea, dizziness, weight decreased and dizzy spells outcome was unknown and the fatigue, anxiety and depression was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, cholecystectomy, depression, dizzy spells, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, teeth brittle, tooth fracture, urinary incontinence, vaginal haemorrhage, weight decreased and dizziness to be related to essure. The reporter commented: the previously reported pregnancy episodes in 2015 were captured under (B)(4). Insertion detail: the proximal portion of the device was visualized with less than 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: reporters, patient demographics, medical history, historical drug, concomitant drugs and laboratory data were added. On (B)(6) 2013, she in essure (previously reported as 2013). On (B)(6) 2018, she explanted essure. Injury events was replaced with abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: incontinence dental problems teeth became brittle,teeth began breaking, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes: mood swings, migraines/headaches, nausea, neurological conditions or problems: dizzy spells, dizziness, pain, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems: anxiety and depression, weight loss, gallbladder removal, lower back pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.